Manufacturer narrative:
Findings: pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The power management tool confirmed power error alarms were triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to resistance issue at connector. Unit also alarmed power loss, low battery and replace battery now due to resistance issue. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Pump received with scratched case, cracked retainer, pillowing keypad overlay, and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received power error detected alert. Customer explained that the internal power source is unable to charge. Customer's blood glucose value was 7.6mmol/l. Customer reports pump has not been exposed to temperatures below 41°f. The insulin pump will be returned for analysis.